Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The unload button on the adapter was in resting position. No additional visual abnormalities were noted for the handle and adapter. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Upon opening the body halves, it was observed that the articulation nut was driven forward distally to the point that it was overlapping the leaf spring dimple, depressing the reload detect switch, and also preventing the load ring from being pulled back. Engineering then disassembled the handle for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board.

Event description:
According to the reporter during a roux-en-y, the scrub tech was attempting to load the device and the reload green light was flashing as soon as the shaft was placed on. No buttress material used. Device was not used on the patient.